Event description:
During a embolization treatment procedure in the splenic artery a coil became lodged in an unspecified catheter and the pusher wire "dislocated" from the coil. The issue was successfully resolved with multiple snares. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection of an introducer, delivery wire and coil revealed 2 severely stretched and broken sections of coil were returned. The proximal end of the delivery wire was kinked. The blue section of introducer which includes the twist lock had been cut off and was not returned. Microscopic inspection of the 2 severely stretched and broken sections of coil revealed dried blood was present on the returned coil. There was no evidence of a weld on the returned coil. The broken ends of coil were inspected and evidence of the coil being forcefully pulled was evident. As the coil was so badly damaged it was not possible to determine if the sections of coil returned were part of the distal, mid or proximal end. The interlocking arm of the delivery wire was inspected and the arm was bent. The delivery wire zap tip shape and surface was smooth. The delivery wire was within specifications. A dimensional inspection of the coil could not be performed as the coil was severely damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as insufficient flush was maintained during the procedure as dried blood was found on the coil during product analysis. Dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a embolization treatment procedure in the splenic artery, a coil became lodged in an unspecified catheter and the pusher wire "dislocated" from the coil. The issue was successfully resolved with multiple snares. No further patient complications were reported and the patient's status is fine.